Manufacturer narrative:
The insulin pump functioned properly during testing and no motor error alarms were noted, however the motor was making loud noise during rewind due to faulty motor. The motor was tested outside the device and passed motor test. No cosmetic damage was noted. (B)(4).

Event description:
It was reported via phone call that the customer received a motor error on the insulin pump during rewind. The customer's blood glucose level was 107 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.